Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Unknown bio-intrafix. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This is report 1 of 2 for the same event. This report is being filed after the review of the following journal article: burrus, mt., et al (2015), increased failure rates after anterior cruciate ligament reconstruction with soft-tissue autograft-allograft hybrid grafts, the journal of arthroscopic and related surgery, vol.31 no.12, pages 2342-2351 (USA). This study emphasizes on comparing the rate of failure between a group of patients who underwent anterior cruciate ligament (acl) reconstruction with an autograft-allograft hybrid soft-tissue graft and a matched group of patients who underwent acl reconstruction with hamstring autograft. The patients evaluated on course of this study: from (B)(6) 2007 to (B)(6) 2012, 29 patients who underwent acl reconstruction were included in the study. Th inclusion criteria for hybrid reconstruction were hamstring (either semitendinosus or gracilis) autograft combined with semitendinosus or tibialis anterior allograft, any type of femoral fixation and any type of tibial fixation. For the hybrid graft reconstructions, autogenous hamstring tissue was combined with semitendinosus allograft in 20 patients (69.0%) and with tibialis anterior allografts in 9 patients (31.0%). The article describes the following procedure: acl reconstruction with an autograft-allograft hybrid soft-tissue graft and acl reconstruction with hamstring autograft. The device involved was a rigidfix device that was used in aperture femoral fixation combined with a competitor¿s device. All tibial fixations were performed with an interference screw and sheath construct (intrafix; depuy synthes). Complication mentioned in the article: 4 patients (13.8%) constituted the failure rate of the hybrid acl grafts (failure was defined by MRI evidence of a complete graft rupture or revision acl reconstruction). 7 patients (24.1%) constituted the compromised rate of hybrid acl grafts (compromised or incompetent hybrid acl grafts were defined by MRI or arthroscopic evidence of a partial rupture of the acl graft or a cyclops lesion). From the review of the article, it was concluded that allograft-autograft hybrid hamstring acl grafts fail or become structurally compromised at a higher rate than the matched autograft hamstring controls. A copy of this literature article is attached to this medwatch report.